Manufacturer narrative:
Literature article citation: verbeeck sarah, mekhali djalila, cassiman david, maleux geert, witters peter. Long-term outcome of transjugular intrahepatic portosystemic shunt for portal hypertension in autosomal recessive polycystic kidney disease.digestive and liver disease https://doi.org/10.1016/j.dld.2018.03.009.

Event description:
The following event was reported in the literature article "long-term outcome of transjugular intrahepatic portosystemic shunt for portal hypertension in autosomal recessive polycystic kidney disease." The study reported on 5 children with chr treated with a tipss to manage severe portal hypertension related symptoms. It was reported 4 of the 5 patients received a gore® viatorr® tips endoprosthesis. It was reported this patient had in-stent stenosis. It was also reported this patient needed a liver transplantation 15 years after the tips procedure. In the months before transplantation she suffered from recurrent cholangitis with sepsis and acute respiratory distress syndrome. Radiographic imaging (ultrasound, CT and pet-CT scan) showed the development of multiple small liver abscesses. Due to the severity of the infections and the fact that endotipsitis could not be excluded, she was placed on the transplant list and received a liver transplantation two months later.